Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced fifteen bent cannulas infusion set issues in the past five days, event on (B)(6) 2026, with bent cannula related complications including leakage and occlusion. The blood glucose level was 26 mmol/l and ketones were 1.2 mmol/l; the patient was treated manually. The patient replaced the infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.